Event description:
It was reported that the user experienced a prolonged high glucose followed by a prolonged low while using the ilet with a dexcom g7 after announcing meals irregularly and with incorrect meal size; the user treated the low with oral glucose including juice, bread with peanut butter, and glucose tablets, and the infusion set was a steel cannula placed on the abdomen. Symptoms included hypoglycemia and hyperglycemia with fatigue and dizziness. Outcomes included an unexpected medication intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.